Event description:
According to the event description: "treatment was started on (B)(6) 2025 at 8am. User keyed in vtbi and rate and unit suppose to end in 30mins. At 8.30am, user checked and noticed ~est. Half bag left. Kvo activated at 8.30am"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As no sample was provided, an examination and root cause analysis were not possible at our service laboratory in melsungen. According to the history files, no technical malfunction was found. On (B)(6) 2025 a vtbi of 250ml and an infusion rate of 1000ml/h were set (time 15 minutes) at 07:59am. The therapy was started and finished at 08:14am. Kvo was active until 08:17am. At 08:17am, a second vtbi was started at 08:18am with therapy parameters of vtbi 220ml and a flow rate of 1000ml/h. These vtbi therapy was finished at 08:32am and the kvo mode was active. From 07:59am to 08:32am, two separate vtbi therapies were infusing 470ml in total. The defect could not be confirmed. According to the history files, no technical malfunction was found. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.